Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Attempts to obtain additional information were unsuccessful. Without receipt of explanted device or additional information the reported clinical observation cannot be investigated and root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through european congress: "transcatheter valve-in-valve (viv) implantation experience in 5 different catheter valves in three different bioprostheses". The author presented a retrospective study from 2009 to september 2014. 642 tavi procedures were performed during the time period, in which 31 were viv representing 5% of total cases. The three bioprostheses were: mitroflow (n=24) , perimount magna (n=6) ) and cryolife o'brian (n=1). Related to this congress" presentation the article "single institution experience with transcatheter valve-in-valve implantation emphasizing strategies for coronary protection" author: daniele camboni, et al. Published on ann thorac surg 2015:99:1532-8. There were 3 magna sizes involved in these 6 valve in valve, 21, 23 and 25. In this case a 25 magna valve implanted in the patient required a valve in valve with a sapienxt 26. As confirmed the perimount magna described in this article were implanted 8-12 years before, in addition some of these patients had renal insufficiency. There were no allegation of device malfunction. No further information provided.